Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. Analysis was unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to unresponsive keypad/buttons. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they were stuck in prime rewind loop. The customer also reported that the esc button was unresponsive. The customer's blood glucose was 5.9 mmol/l at the time of incident. The insulin pump will be returned for analysis.